Event description:
Customer reportedly received results of 358 mg/dl and 104 mg/dl within 10 minutes on the compact plus system. Customer took an add'l dose of amaryl based on result of 358 mg/dl. No adverse event reported. The suspect product was not returned to the manufacturer for eval.